Manufacturer narrative:
On 20-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis and drain placement. A pericardial effusion was observed at the end of the procedure. The patient had low blood pressure before the procedure started but after they were done ablating, the blood pressure was still low. The physician asked anesthesia if they were treating the low blood pressure and anesthesia said they were administering pressors. The physician checked on ice (intracardiac echocardiography) and saw the effusion. The medical intervention provided was a pericardiocentesis to drain the blood and the drain was left in. The patient was stable but going to be admitted and the drain removed. Patient fully recovered and did not require extended hospitalization. Device evaluation details: visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number 31461173l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date and manufacture dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced pericardial effusion that required pericardiocentesis and drain placement. A pericardial effusion was observed at the end of the procedure. The patient had low blood pressure before the procedure started but after they were done ablating, the blood pressure was still low. The physician asked anesthesia if they were treating the low blood pressure and anesthesia said they were administering pressors. The physician checked on ice (intracardiac echocardiography) and saw the effusion. The medical intervention provided was a pericardiocentesis to drain the blood and the drain was left in. The patient was stable but going to be admitted and the drain removed. Patient fully recovered and did not require extended hospitalization. The physician's opinion on the cause of the adverse event was patient condition. Possible area of thin tissue on left atrium roof. Procedural act (activated clotting time) was 367. There was no evidence of steam pop. There were no issues with flow rate changes at the start of ablation.